Event description:
The customer contact reported a disconnection. A primary tubing set was primed with an unspecified volume of normal saline. After an unspecified length of time, the secure lock male adapter of the blood secondary tubing set was connected to the clave secondary port of the primary tubing set and was to be used to deliver an unspecified blood product, at an unspecified rate, via a plump pump. At this time, it was reported that the nurse attempted to backprime solution from the primary tubing set into the blood secondary tubing set. At this time, the customer contact reported that the secure lock male adapter of the blood secondary port of the cassette of the primary tubing set. It was reported that an unspecified volume of blood product leaked from the blood secondary tubing set onto the floor. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During investigation, no possible causes for the customer reported disconnection were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.